Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. B1 - adverse event/product problem: corrected. Device evaluated by manufacturer. The complaint device was received for product analysis. Analysis of returned rotapro console revealed that front panel had visible scratches and failed the functional test with a reading of 71.570 standard cubic feet per hour (scfh). The acceptable range is 67 scfh, plus or minus 4 scfh. The pneumatic kit from the gold unit was swapped into the console for retesting, but this pairing also failed the final test, with a reading of 71.503 scfh. Then, the original pneumatic kit was paired with the gold unit's front panel, and this combination passed the final functional test successfully without any issues. No other issues were identified during the analysis.

Event description:
It was reported that the rotation speed was unstable. A rotapro console was selected for use. It was noted that the rotation speed was abnormal. There was no patient complications reported.

Event description:
It was reported that the rotation speed was unstable. A rotapro console was selected for use. It was noted that the rotation speed was abnormal. There was no patient complications reported.

Manufacturer narrative:
B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.